Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl; cause was not known. Ketone level was large. Infusion set changed multiple times. Insulin injections were administered to address bg. Pump system check with tandem technical support found a small air bubbles in the cartridge pigtail tubing. Reportedly, the infusion set was changed.